Manufacturer narrative:
H4: device manufacture date: the lot was manufactured in june 2024. H11: the device was received for evaluation. A visual inspection was performed, and the reported condition was observed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a buretrol solution administration set was separated at the spike; described as ¿loose pipe". This was observed prior to patient use. There was no patient involvement. No additional information is available.